Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken on plug strap, valve and anterior side of shell assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell and valve assessed as inconclusive. Additional observations: observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.